Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 7pcs retention samples were checked on np point quality and np gap, and all results meet the specification. Pen needle product has 100% np point inspection by visual system, and defect part will be rejected automatically. 1 sample and 1 photo returned by the customer has been visually inspected and confirmed that the needles are clearly bent and other molded parts such as hub and shield are normal. The operation process of assembling needles by customers cannot be restored, so a comprehensive evaluation and investigation cannot be conducted. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 32gx4mm was unable to deliver insulin. The following information was provided by the initial reporter: the patient reported that when patient used it at home, it was found that the needle could not be used normally after installing the insulin injection pen and there was needle blockage. After removing the insulin needle, it was found that one end of the needle was bent.